Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced occlusion issue event on (B)(6) 2025. Patient reported that infusion set was not delivering insulin. The blood glucose level was high and the patient was treated with correction bolus via pump, hydration and changed pump supplies. The infusion set was in use for less than twenty-four hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.